Event description:
It was reported that the cot is getting stuck halfway on the powerload and cannot be pulled all the way out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The hazard and potential defects could not be determined as the technician was unable to locate any unit at the account with this issue. Additionally, the serial/model number was not reported. The issue was resolved for the customer by cancelling the wo and confirming that nothing else was needed from stryker at this time.

Event description:
There is no new information reported.